Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218r. H3, h6). No parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a0709 - issues during navigation (B)(6) - system froze up a0901 - audio disappear medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that when they were navigating instruments (specifically noted with the balloon), the navigation system would freeze up and audio would disappear. This behavior was only occurring once they enter navigation task, it was not occurring in registration, or verify registration. The manufacturing representative (rep) stated the site would reboot system, and upon re-entering navigation, it would be functioning as intended. Multiple reboots were required. Rep confirmed site did not have large amount of files on system, account deleted patients after procedures. No merge installed, no large plan/annotation count in procedures. Staff was well trained and a rep was present to confirm true 'freezing' of software. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
H2: please see section d9 for when the device was available for analysis. H2 - h6: the solid-state drive (ssd) was returned to the manufacturer for analysis. The ssd booted without issues and previously installed apps functioned normally without failure. S.m.a.r.t data & self-test reported no errors on the drive. Medtronic personnel were unable to replicate reported complaint. Drive functioned without failure. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1, a2, a3 additional information h3, h6: a medtronic representative went to the site to test the equipment. The solid state drive (ssd) was replaced. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.